Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. -the endoscopic image failure occurred due to a failure of the camera cable unit. (Image distortion, and error e216) the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during unspecified timing, the scope communication error e226 was occasionally displayed on the monitor. Error code e226 means that the communication between the endoscope and video system center has failed. The occurrence date of event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus service operation repair center (sorc) for evaluation. Omsc checked the device history record of the subject device, there was no irregularity found. Based on the information provided by sorc, omsc surmised that the failure of the camera cable unit caused the image to be distorted, the image not displayed, and the scope communication error e226. The exact cause of the failure of the camera cable unit could not be conclusively determined. If additional information becomes available, this report will be supplemented.